Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable cause was due to fiber mishandling. The failure is unrelated to a malfunction of this laser console. The console operated as expected and when the fiber broke, the console delivered the expected energy which escaped the fiber break and ignited the fiber coating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. In a follow up communication with the company representative , it was conveyed that there is no issue with the laser system. No field service engineer (fse) site inspection performed on the laser , however, it was stated that the onsite biomed checked, inspected the device and was also used in the entire procedure with no problem. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative (olympus rep.) Reported the user was trying to fire the laser and not getting any results, after a few seconds, when turned around saw "little flame" at the fiber connection to the soltive laser. The issue occurred at preparation for use for a ureterostomy (therapeutic procedure ). The device was replaced (laser fiber) and the intended procedure was completed using a similar device. The device at the time of the event is being used with a laser system (tfl-pls soltive premium laser system, sn (B)(4)). No harm reported, no patient injury, no user/staff injury as the result of the event. This event includes two reports: report with patient identifier (B)(6) (fl-fbx200s soltive laser fiber , lot kr222895). Report with patient identifier (B)(6) (tfl-pls soltive premium laser system, sn (B)(4)). This report being submitted is for report with patient identifier (B)(6) (tfl-pls soltive premium laser system, sn (B)(4)).